Event description:
This rv lead was implanted on (B)(6) 2013 and remains implanted at this time. A call to technical services placed on 10/22/2013 stated that the thresholds of the lead was 5v at 1.0 ms after maze procedure/4x cardioversion and some noise were also noted. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).